Event description:
Customer reported the system intermittently stalls during boot up. No patient injury was reported

Manufacturer narrative:
A ge rep evaluated the system and replaced the workstation hard drive. System operates as intended.